Manufacturer narrative:
E1.: zip code: (B)(6), e1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, crease/folding, pain, anxiety.

Event description:
Healthcare professional reported, left side "rupture", "folds", "liquid around the implants", "pain", "discomfort" and "recall". The device remains implanted.